Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2021, product type: catheter. The pump was returned, and analysis found reservoir access issues due to residue. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer's representative (rep) on 2021-aug-04. It was reported that the pump replacement occurred on (B)(6) 2021 and the removed devices were returned to the manufacturer on 2021-aug-04.

Manufacturer narrative:
B5, d6b : updated to reflect the explant date reported on 2021-aug-04. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A device replacement surgery was scheduled for (B)(6) 2021. The explanted products are to be sent to the manufacturer for analysis following surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2.0 mg/ml at an unknown dose) via an implantable infusion pump. It was reported the pump could not be refilled. The event date was (B)(6) 2021. Symptom return was reported. Repeated attempts to inject drug into the pump had not worked. The pump, although emptied of the remnants of the drug, did not draw the new drug dose. It looked like the pressure pushed the drug out of the pump. Surgical intervention was planned. The issue was not resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported. Additional information was received. The problem (filling issue) did not appear to be related to the over pressurization mechanism (opm) valve prematurely locking. During the procedure on (B)(6) 2021 the hcp was easily able to get into the pump port. They removed a small volume of drug from the reservoir and were confident it was completely empty. Using a lot of pressure, the hcp was able to put a few ml of drug into the reservoir. Then, the pump "self-removed" a large portion of that drug back into the refill kit. It looked like the over pressurization mechanism valve was open, but the pump's internal pressure prevented refilling the reservoir. The hcp was convinced the pump was not working properly. They could not fill the pump and observed a return of the patient's spasticity. The hcp planned to perform surgery, either pump replacement or pump and catheter replacement. Additional information was received. It was indicated the first time the hcp experienced a problem completing the refill with the pump was on (B)(6) 2021. They never had similar problems in the past. Session reports were provided, indicating the prescribed dose of lioresal was 0.2479 mg/day.